Manufacturer narrative:
D3 and g1 updated. Please refer to the attached analysis report.

Event description:
Reportedly, sudden shutdowns of the subject programmer followed by reboots occurred during the use of the programmer and during interrogations. Proper connection of the power source cable was observed.

Event description:
Reportedly, sudden shutdowns of the subject programmer followed by reboots occurred during the use of the programmer and during interrogations. Proper connection of the power source cable was observed.